Manufacturer narrative:
(B)(4). The product sample was not returned to covidien for analysis. Without the sample, a detailed investigation could not be performed. Because the lot number was not provided, a review of the device history record (DHR) was not possible. The file will be closed as unconfirmed at this time, and the complaint included in a trending review for any similar events. If additional information is obtained or the sample is returned, we will re-open this investigation.

Event description:
The customer reported that after a vaginal hysterectomy, the patient had first degree burns that were the same size and shape as the jaws of the ligasure impact device that was used. The burns were minor and are where the device was lying against the tissue. The operator of the device also developed a burn blister when he held his finger to the instrument when the electrocautery was performed. The generator was likely on level 2. The operation was completed without other complications, and those involved in the incident are currently stable.